Event description:
Complainant alleged that the medics were called to treat an unconscious patient who was not breathing and who was receiving bystander CPR. During pt treatment, the medics reported that during the device's first analysis of the patient's heart rhythm, the device did not advise shock for a shockable ventricular fibrillation pt's heart rhythm. During the second analysis, the device did advise shock to the pt. The emt's administered a 200 joule shock to the pt. Pt care was then taken over by the paramedics who had also arrived on the scene, and who brought their own device. The complainant reported that the pt received additional shocks with the medic's device. The pt subsequently expired.